Event description:
It was reported that there was an overstimulation sensation and the patient¿s stomach was vibrating. This occurred during a recharge session. The patient was recharging the implantable neurostimulator (ins) inpost overdischarge recovery. He had messed with the buttons and it turned on. There was also a power on reset (por) condition. The patient was advised to do a physician mode recharge (pmr) to address the inappropriate stim sensation. The patient was talked through doing a pmr and the sensation stopped, and this caused another ¿knick on the battery.¿ the manufacturing representative had planned on seeing the patient in 3 days to clear the por with a physician programmer (8840). When the manufacturing representative and patient met, no diagnostics or interventions were performed. It was confirmed that was the patient¿s first overdischarge, which was due to patient compliance. The patient was doing well. 2 years and 3 months later it was reported that the patient called to schedule an appointment for battery replacement. The implantable neurostimulator (ins) needed to be replaced because it would not charge and the healthcare provider (hcp) told them the battery was probably dead. It had been a few months that they hadn¿t been able to get it to charge. Issues with charging began a few years ago because it overdischarged twice back to back. After these issues they had to charge more frequently. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).